Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a problem where they couldn¿t wear watches or other battery operated devices because the battery depleted rapidly. The caller did not clarify if this issue with the patient was related to the implanted system. The caller stated that this was an ongoing issue. There were no further complications reported/anticipated.